Event description:
An assistant from the office called because she wanted to find out the ingredients in the flexitime because a patient had a allergic reaction. The patient was seen on (B)(6) 2012, for invisilign impressions. She said that they had used this on the patient once before but all the patient noticed then was a little tingling after the impression. She said that this time they had trouble taking the impression so they did at least 4 maxillary and one or more mandibular impressions. She said the patient came back on (B)(6) 2012, for another appointment. She told them that she was afraid to get another impression as the last time she was having trouble breathing and felt as though she could not breathe by the time she reached her car so she used her epigen. She said that during the appointment the patient experienced tingling and a scratchy throat. She asked if they should use the flexitime again on her and she was advised not to use vps impression material on this patient and to have the patient see an allergist for testing. Told her that the allergist would be able to answer this question based on the results. Asked if she had the material used during the incident in the office. She said it was long gone since the impression was taken in (B)(6). Asked if the patient fully recovered. She said that she had fully recovered.

Manufacturer narrative:
As allowed by exemption# (B)(4), (the importer) is submitting the report on behalf of (B)(4) (the manufacturer). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. Evaluation: the directions for use warns, "in very rare cases allergies may occur when using the product."this patient has known allergies and should have been tested before using this or any dental products for treatment. Conclusion: the use of this product on the patient was contra indicated. Allergic reactions to dental products are rare but documented. Patients with allergies; therefore, should be tested. It is for this reason that CAPA measures are not recommended or initiated.